Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 02:11 pm where user's sg was 47 mg/dl and bg 105 mg/dl which was confirmed on data management system (dms). A review of the raw sensor data revealed that overall, bg values meet the sg trends well. In this hypoglycemic event, the sg reached 102 mg/dl within 15 minutes (by 2:22 pm), demonstrating the expected lag inherent in the system. The sg reading aligned with the bg calibration value within about 3-4 sensor readings. The user did not respond to multiple follow-up attempts from customer care for further troubleshooting. However, a review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 12 june 2025. G3. Date received by the manufacturer? 12 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 22.

Event description:
On 29 april 2025,senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided which was confirmed as accurate in dms: on (B)(6) 2025 2:11 pm et / sg 47 mg/dl - bg 105 mg/dl. After dms review, we confirmed that the user received a low glucose alert at 2:12 pm, when the sg was at 65 mg/dl.the user didn't seek for medical treatment and didn't need to solve the event because the user confirmed with her bg that she wasn't low. The user's hcp was aware of the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.